Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change out. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead was sensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.